Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/26/2013 with the following findings: the pump powers to "verify" screen in accordance with normal operation with the exception of a dim discolored display. The black box show dates from (B)(6) 2013. Complaint was logged on (B)(6) 2013. There is no black box data to support that timeframe. No manual date/time changes observed in current black box. A timekeeping accuracy test was performed. The pump maintained time accurately during a 5 day duration test and one hour post duration test. Investigators were unable to duplicate or verify incorrect time / date complaint.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that last week their pump time was behind by 15 minutes. There is no reported adverse event with this complaint. This report is made based on the allegation of the tim loss/gain issue.